Manufacturer narrative:
Customer reported that the possibility of device blockage was suspected and therefore it was explanted from the patients' eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. The sample was returned for investigation. The lumen was found to be blocked therefore the complaint report is confirmed. After cleaning the device the blockage was removed and light passed through both sides of the restriction unit. During investigation, it was detected that the port size / depth is not as currently being manufactured. The batch of the returned product was manufactured prior to a change implemented to deepen the size of the port and the product was released according to approved release criteria. Since currently the change is effective no further action is required. In any way the size of the port is not the cause of the blockage rather the transient blockage that was found during inner illumination. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Since the blockage was removed after cleaning the device, there is no indication for a manufacturing related factors that could cause the blockage and it seems that the blockage was formed after the product left the manufacturing plant. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The root cause could not be conclusively determined therefore no action is required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was explanted due to a visual field defect and the patient's bleb had disappeared. The surgeon suspected a blockage. Additional information was requested.